Manufacturer narrative:
Analysis found that the device was severely corroded. Unit will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the handpiece warmed up and was not working during t he procedure. There was no delay. There was no patient impact.